Event description:
The physician attempted to place a 4.0 x18mm biodiv ysio oc stent. Pre insertion prepping was performed according to the instructions for use. The physician reported that the stent was not able to be placed due to a lack of guide catheter support. Therefore the stent delivery system and guide catheter were removed as one unit. He inserted a new guide catheter, and attempted to reuse the same 4.0 x 18mm oc stent. It would not cross the lesion. The stent was removed through the guiding catheter. The scrub person re-prepped the 4.0 x 18mm stent by using negative pressure with a 20cc syringe. At that time a pin hole leak was noted to the balloon. Placement of a 4.0 x 15mm stent was then attempted, but the stent would not cross the lesion. At this time, the lesion was predilated and another vendor's 4.0 x 13mm velocity stent was deployed successfully. There was no report of an adverse patient event.